Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 2 ports leaked. A third device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: the short port device was tested as received and the latex balloon was leaking air from the distal end of the device. The complaint is confirmed. The lhr review was completed, and there was no non-conformance associated with this lot number.